Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, a work order was performed. As per work order performed under (B)(6) , replaced exhalation valve and still getting auto cycle. Replaced tubing and checked manifold for leaks. Customer will order main board and manifold, also, the muffler housing. Customer will take a look at the red silicone o-rings. He will call back if he still has issues.

Manufacturer narrative:
81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator had no exhale return volume during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.